Event description:
It was reported that an air detector sensor had gotten loose. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens and loose air detector sensor; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. Inspection of the device found that it did not have enough glue which caused the air detector to be loose. Re-gluing the air detector sensor corrected the reported problem. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).